Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil detachment handle (handle). During the procedure, the physician successfully placed a ruby coil using the handle. The physician then detached a ruby coil using the handle, however, the physician then found that the proximal end of the pusher assembly was stuck inside the handle. The procedure was therefore completed using a new handle and additional ruby coils. There was no report of an adverse effect to the patient.